Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury and medical records were limited to the patient's perioperative records and implant tracking log only. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.

Event description:
The following is based on a review of limited medical records and the attorney's legal claim provided to davol by the patient's attorney: on (B)(6) 2005 - patient was diagnosed with pelvic organ prolapse and stress urinary incontinence. The patient underwent an abdominal sacrocolpopexy with implant of a bard flat mesh and a urethral implant of a non bard davol tvt sling. The attorney alleges the patient experienced an unspecified adverse outcome associated to the use of the device.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the recurrence of stress urinary incontinence alleged by the patient¿s attorney. Based on the limited additional information provided no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted.

Event description:
As reported on (B)(6) 2016, based on a review of limited medical records and the attorney's legal claim provided to davol by the patient's attorney: on (B)(6) 2005 - patient was diagnosed with pelvic organ prolapse and stress urinary incontinence. The patient underwent an abdominal sacrocolpopexy with implant of a bard flat mesh and a urethral implant of a non bard davol tvt sling. The attorney alleges the patient experienced an unspecified adverse outcome associated to the use of the device. Addendum based on additional information provided by patients attorney which included general patient outcome allegations: on (B)(6) 2006: the patient alleges bodily injuries resulted from the implant of the bard/davol pelvic mesh product: recurrence of stress urinary incontinence. Patient alleges currently seeing, or has seen a doctor or healthcare provider for each of the bodily injuries reported.